Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.

Event description:
On (B)(6) 2013, the patient reported that her infusion set was leaking at her infusion site. She noticed the leak when she programmed a meal bolus. She felt dampness at the infusion site and her shirt was wet. She stated that her blood glucose level was elevated to 396 mg/dl due to the leak. Her normal blood glucose range is 95-180 mg/dl. She stated that this was the second leaky infusion set from the same box. The first leak occurred on (B)(6) 2013. The patient was sent new infusion sets and an insertion device as a courtesy. She discarded the used infusion sets. Therefore, no product can be requested to be returned for product evaluation.

Manufacturer narrative:
No sample was received for examination. A free flow and tightness test was performed with one retain sample and could not find any non-conformity.